Manufacturer narrative:
A female patient, 60 years old, was positioned feet first, supine, for lumbar spine examination with the spine coil. A patient reported back to the facility following a lumbar spine scan with a burn to the left leg. The patient was sedated during the exam and was unable to use the nurse call. The heating questionnaire provided indicates a second degree burn to the left leg with blistering. A provided photo shows 2 blisters on the back of the left knee with reddened borders. The patient was provided silver sulfadiazine ointment and an antibiotic, and is expected to fully recover. After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There was no indication of a malfunction which would have contributed to the incident. Although it is mentioned that the cable was not in contact with the skin and that the cable was positioned under the mattress, from the provide photos, the shape of the burns on the leg resemble the shape and form of cabling. The examination consisted of 2 separate parts, in between the 2 parts the patient was repositioned 180 degrees, changing from feet first to head first. Even though it is mentioned that padding was used to keep the cable away from the patient, considering the location and the shape of the burns, we conclude that the most likely scenario is that the padding used must have been mispositioned or otherwise moved during the examination, possibly during the patient rotation. There are several contributing factors to this incident: the patient was elderly, obese, hypertensive, with diabetes and also sedated during the examination. The thermoregulation of obese, hypertensive, patients with diabetes and sedated patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The patient was elderly, which can influence the patient¿s thermoregulatory capability. 2 scans with high sar values (>2 w/kg) were executed. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The total administered specific energy dose of 2.4 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation.

Event description:
Philips received a report that the patient experienced a 2nd deg burns to the left leg with blistering during lumbar spine examination. The patient was sedated during examination.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.